Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through asr on 16-oct-2012.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported right side "pain, tingling, swelling, numbness, or burning of the breast." Patient later reported "lump or thickening in or near the breast in the underarm area and moderate pain." Patient additionally reported "unusual pain and deflation." Healthcare professional later reported deflation. Healthcare professional additionally reported "hole, non-specific" and "hole in valve." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, lump/nodule, inflammation/irritation.

Event description:
Patient reported right side "pain, tingling, swelling, numbness, or burning of the breast." Patient later reported "lump or thickening in or near the breast in the underarm area and moderate pain." Patient additionally reported "unusual pain and deflation." Healthcare professional later reported deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ inflammation/irritation: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ deflation: observed an opening assessed as surgical damage. ¿ valve leak and/or damage: not observed. As per the investigation procedures wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "pain, tingling, swelling, numbness, or burning of the breast." Patient later reported "lump or thickening in or near the breast in the underarm area and moderate pain." Patient additionally reported "unusual pain and deflation." Healthcare professional later reported deflation. Healthcare professional additionally reported "hole, non-specific" and "hole in valve." Device has been explanted and replaced.